Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba and visually inspected part. Noticed no barometric press. Events log recorded multiple transducer faults. Turb diff transducer test failed with a/d:34. Exhl diff press calibration failed at 3 cmh2o with a/d: 3722. Turb diff press calibration test failed at 0 cmh2o with a/d: 34. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found vent free flowing through exhalation valve. Attempted transducer calibrations. Turbine diff pressure failed zero calibration. Replaced main pcb, turbine, & turbine brd. Calibrated transducers and fio2. Performed testing and verified alarms for all parameters.

Event description:
The customer reported that the ventilator is alarming vent inop, no patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly with the turbine interface board and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.